Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the collar of clearlink system solution set was cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photo was visually inspected and showed a cracked/broken collar of the male luer. The reported issue was confirmed. However, due to the fact that, the collar and luer were fine out of the package and the event occurred during setup, the sample is not non-conforming. Should additional relevant information become available, a supplemental report will be submitted.